Event description:
It was reported that during a procedure, the insulation at the front of the unit was melted. It was further reported that a replacement unit was available and the procedure was completed.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.